Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead was exhibiting oversensing and the device was exhibiting a sensing issue and potential double counting. The device and lead remain in use. No patient complications have been reported as a result of this event.